Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial#:(B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 37603, serial#: (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 27-oct-2018, UDI#: (B)(4). Product ID: 3708660, serial/lot #: (B)(4), ubd: 28-aug-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson¿s dual and movement disorders. It was reported the patient felt like her whole body was giving an electrical current. It was reported it was not a shocking sensation; it felt more like stimulation. The patient described feeling like it was burning inside out, buzzing, tingling, bubbles in her mouth, bubbles in her head, calculus in her mouth, itchy skin, very dry skin, and very dry mouth. It was even getting numb on her lips. The patient stated she had not changed her settings. She had her batteries checked the week prior and they were ok. The patient mentioned she had been trying different medications. The patient thought there may be a break in the wires or they came loose and moved and the current was going throughout her body. No trauma or falls or emi exposure were reported. The caller was redirected to follow up with the health care professional (hcp) regarding the symptoms. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp stating the cause of the electrical sensation s and symptoms was still under investigation. The lead/extension break/migration had not been confirmed at the time of the report. The device was turned off and the patient was coming in for surgery. The electrical sensation and device issue had been resolved after turning it off. It was reported the patient's weight was unchanged.